Event description:
Related manufacturer report number 2017865-2022-15418 it was reported that loss of capture and oversensing were noted on the right ventricular (rv) lead. No lead damage was visually observed on the rv lead, however, the physician suspected insulation damage. The rv lead was capped and replaced to resolve the event. During the lead revision procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty tightening the ventricular setscrew was confirmed. Analysis revealed that blood in the inset was preventing the wrench from inserting smoothly into the inset. The blood came from some damage to the septum that most likely occurred during implant. Additionally, the user was making incorrect wrench insertions by not aligning the wrench to go into the hex shaped setscrew inset. No device anomalies were found.